Event description:
Country of complaint: (B)(6). Complaint states: the tread split on several places while going true the tissue.

Manufacturer narrative:
MFR site evaluation: samples received: 5 unopened packs and one used thread. Analysis and results: there are no previous complaints of this code batch. OEM manufactured and distributed (B)(4) units of this code batch. There are no units our stock. Tested the knot pull tensile strength of the closed units received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. OEM can conclude that the splitting of the thread is not related to the product characteristics or composition. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.